Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed). No breach on the insulation was observed. Full lead returned and analyzed.

Event description:
It was reported that the lead did not pace and that there was an insulation breach. The lead was removed and replaced. No patient complications reported as a result of this event.